Event description:
A pt was treated with balloon kyphoplasty for three verterbral compression fracture of t11, t12, and l2 without any apparent difficulty. The procedure went well without any evidence of extravasation of bone cement. The pt was extubated and transferred to the recovery room and was recovering from anesthesia as expected. Approximately 20 minutes after the procedure ended, the pt experienced an acute drop in blood pressure. Despite resuscitation efforts the pt died. An autopsy was not performed.